Event description:
It was reported that patient experienced ineffective therapy and was unable to set the ipg into MRI mode. Attempts to program were unsuccessful and system diagnostics recorded high impedances. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. A patient unable to set ipg into MRI mode due to high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.